Manufacturer narrative:
Moments after the user ended the procedure, galil customer svc was able to speak with the user and determined that the root cause of the freezing issue was due to clog in the needle. Galil had the customer run helium through the line to see if drying it would solve the problem. After running helium through the needle if formed ice properly. Galil concludes that the issue was due to a temporary clog due to moisture from the gas. The pt was not injured. However, the procedure was cancelled after only one freeze and thaw, therefore, galil med is filing an MDR as there is a possibility for the patient's cancer was undertreated.

Event description:
The reported issue occurred during testing and during the case for a renal procedure. Pt was under anesthesia. During testing: two needles were used, one in channel #1, and one in channel #2 and they were not freezing. Needles were tried in channels #3 and #4 but the needles were still not freezing. Galil customer svc contacted and verified that the interface button needed to be turned on. After it was turned on, the needles were tested successfully. One needle was used to treat the kidney tumor. Fifteen minutes into the case during the second freeze, the technician and doctor noticed that the needle was not freezing and the needle was not cold as it usually is. They noticed that the noise level from the gas had decreased. Galil customer svc was contacted. The customer attempted to turn the system on and off without getting the needle to freeze. The customer did not try another needle, but elected to end the procedure.